Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that this record is a duplicate record. Please see MDR 9617229-2020-02799 as the operating record related to this complaint.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.